Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was feeling pain a few inches below the pocket site. They described it like a severe bee sting. The rep mentioned that the patient's nurse felt it was just nerve pain from the pocket being created. It was indicated that when the patient turned the stimulation up, the pain worsened. The patient tried switching to a different program, but their symptoms became worse and they started urinating on themselves. It was noted that the patient requested to be put back on the original program . The rep did not ask if the pain stopped when the patient switched to a different program. The issue was reported as related to positional movement. It didn't happen in specific positions, but occurred when the patient got into various, different positions. The healthcare provider (hcp) had been monitoring the patient for infection, but did not feel that this was applicable for the patient. It was also mentioned that the patient hadn¿t tried turning off the stimulation because their symptoms had improved with the therapy. The rep noted that impedances had not been taken yet, and they were not aware if the hcp had palpated the area to see if they could elicit the burning. The hcp did not feel that the implantable neurostimulator had tilted or moved. The patient was on program 2 at 1-/3+ at the time of the report. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the doctor¿s nurse was the one who called the representative to report the issue. The representative reported that information same day it was reported to him. The doctor¿s office could not get the patient back in until yesterday ((B)(6) 2016). The representative saw the patient with the nurse in their office. An impedance check was done and all configurations came in between 361-720 and everything passed (that was checked at 1.0). When the implant was turned off the patient reported the uncomfortable feeling would go away. The patient came in yesterday on program one which was 0-/3+ and was set at 3.5. Three new programs were tried: 0-,1-/3+; 1-,2-/3+; 2-,3-/0+ and stimulation ranged from 2.0 - 3.4 for the patient to feel the stimulation. 0-, 1-/3+ was felt more in the buttock however as we moved down the lead with electrodes the stim moved more towards the vaginal area. The patient ended up leaving on program 4 which was left on 3-/0+ feeling "middle seat area" which she stated was the closet stim she felt near the vaginal area. Stim set at2.2. Patient stated no more discomfort with that setting. Spent 45 minutes with patient, had her sit and stand to confirm comfortable stimulation. Nurse stated implant site does not look infected. Patient was able to touch implant without discomfort. The discomfort has gone away with new program and new lower stim setting of 2.2 at the time things were changed yesterday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.